Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not power on under ac or battery power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control verified that the device would not power on with ac power. During further evaluation, physio also found that it would not power on with the customer's (dc) battery. Physio replaced the power module and the ac power issue was no longer duplicated. When replaced with a known good battery, the dc issue was no longer duplicated. The device passed functional and performance testing and was returned to the customer. The power module was further evaluated by physio and it was found that there were shorted components on the eos power supply causing the module to not convert ac power to dc power. When the customer battery was replaced with a known good battery, the power module was able to turn on. The root cause of the ac power issue was determined to be on the power module; a shorted transistor, designator q1, on the eos power switcher. The root cause of the dc power issue was determined to be on the battery, positive power lead (from battery itself to connector) was no longer seated in the connector due to physical damage. Corrected data: section b5 executive summary of the initial medwatch report indicated: the customer contacted physio-control to report that their device does not power on under ac or battery power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event. Section b5 executive summary of the initial medwatch report should indicate: the customer contacted physio-control to report that their device does not power on under ac power. Physio-control found during further evaluation that the device also did not power under dc power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device does not power on under ac power. Physio-control found during further evaluation that the device also did not power under dc power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.